Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via manufacturer representative. It was reported that no imaging studies were available. No further complications were reported.

Manufacturer narrative:
The catheter was returned, and analysis found a tear in the seal in the guide ring of the sc connector. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product(s): product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving dilaudid (30 mg/ml, 9.587 mg/day) and bupivacaine (6.391 mg/day, 6.391 mg/ml) via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient wasn't getting any relief from his chronic pain. There were no environmental/external/patient factors that may have led or contributed to the issue. The physician performed a dye study and he was unable to aspirate the catheter; they concluded that there might be a kink or occlusion at the catheter. The physician would be performing a catheter revision. The issue was not resolved. The patient status was 'alive - no injury.' No further complications were reported.